Manufacturer narrative:
A maquet field service technician evaluated the device and found that a cover came off the spring arm. Maquet assumes that the device failed to meet its specification due to an incorrect attachment of the cover or a detachment due to repeated collisions. Additionally the device was directly involved with the reported incident however was not being used for treatment or diagnosis of the patient when the event occurred. The fst snapped the cover back into place and returned the device to service. The powerled series user manual instructs to perform a daily check of the general state of the device.

Event description:
The customer reported that, before a procedure, the elbow joint cover came off. There was no patient involved and no injury reported. (B)(4).